Event description:
On (B)(6) 2012, it was reported to animas that the pump "intermittently stops working". The patient and pump were reportedly unavailable for troubleshooting. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation that the pump was not working. There was no additional information available for this complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.